Event description:
During an in-clinic follow up, an event of oversensing due to noise and high defibrillation impedance was observed on the right ventricular (rv) lead. Abbott technical support was contacted, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.